Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01624.

Event description:
The patient was undergoing a coil embolization procedure in the femoral artery and the iliac artery using ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully implanted three ruby coils in the target vessel using the microcatheter. While advancing the next ruby coil through the microcatheter, the ruby coil unintentionally detached in the microcatheter. Therefore, the detached ruby coil was removed from the microcatheter using a guidewire. Next, while advancing a new ruby coil through the microcatheter, the ruby coil became stuck and subsequently unintentionally detached in the microcatheter, with approximately half of a centimeter of the ruby coil in the patient. Therefore, the detached ruby coil was removed from the microcatheter using the guidewire. The procedure was completed using a liquid embolic agent. There was no report of an adverse effect to the patient.